Event description:
On (B)(6) 2014, the patient's mother reported that her son experienced elevated blood glucose levels from 300 mg/dl to hi. The school nurse removed the infusion device from the patient and he took an injection of insulin. The patient's doctor stated that the basal rates and bolus advice needed to be adjusted. The patient's mother now thinks the infusion device delivers too low an amount of insulin. His target blood glucose range is 80-130 mg/dl. His mother stated that she could see air bubbles where the luer of the infusion set connects to the adapter, but no insulin was leaking. No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.